Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Device was received with missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, corroded battery tube and stained keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was in the pool with his pump and once he got out, he realized that there was a crack in his pump and that it is filled with water. His blood glucose is 7 mmol/l. There was also a blank display reported but the caller declined troubleshooting. It was reported that the crack goes from where the reservoir enters the pump to all the way down the back of the pump. There is fluid under the lcd screen. It was advised that the pump be replaced, the customer discontinue use of the pump and revert to a back-up plan per his doctor¿s instructions. The insulin pump will not be returned for analysis.